Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received for analysis with no telemetry and no output. The device image could not be saved due to the loss of telemetry. The device was cut open to enable further testing and no anomalies were revealed from visual inspection. The device's battery was disconnected and then reconnected to reset the device power. After the battery power was reconnected, telemetry and device output were re-established, which is consistent with a hardware latch-up condition. Additional testing was performed to verify the device's functionality and did not reveal any anomalies furthermore, the reported event could not be reproduced. A longevity assessment was also performed and the device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.